Event description:
The customer reported a malfunction on their pump, identified by malf 12 error code, after experiencing similar issues multiple times. There was no adverse impact to the blood glucose level, as it did not exceed 500 mg/dl. Technical support successfully completed a pump reset and arranged for a replacement pump, which the customer is already receiving.